Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-02625.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-02625. It was reported the patient experienced uncomfortable stimulation from the scs system whether stimulation was turned on/off. Reprogramming was unable to resolve the issue. X-rays/MRI did not reveal any anomalies. Regardless, the patient underwent surgical intervention wherein the system was explanted.